Event description:
On 6/1/94, this 60-yr-old woman was admitted for removal of bilateral, ruptured, silicone breast implants. The pt was subsequently discharged home in stable condition. The MFR of the implants is unknown.